Event description:
On (B)(6) 2012, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing an inaccurate high issue with his one touch ultralink meter. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2012 and obtained the following information the patient reported that the alleged issue with the subject meter began on (B)(6) 2012, at 9:15 am. He obtained glucose results of "236, 204, 208, 306, 240, 200 and 252 mg/dl" on the subject meter, which he felt were inaccurate high compared to his feelings/normal values. The patient stated that he tests his glucose between 5-8x/day and manages his diabetes with humalog or novolog (pump therapy), depending what the pharmacy has available. Due to the alleged high result of "306 mg/dl," he reportedly took his usual dose of insulin, a total of 40u. The patient is unable to recall the exact time, but he claims on (B)(6) 2012, between 9:15 am and 1:30 pm; he became extremely sweaty and passed out. He reported that his wife came to his assistance at some point, and fed him orange juice. However, since he was not regaining full consciousness, emergency medical services (ems) was called out to the house. The patient informed this mss, on (B)(6) 2012, between 9:15 am and 1:30 pm, by the time ems showed up, he was a little bit alert, they tested his glucose with an ems meter and a result of "36 mg/dl" was obtained. He reports that ems immediately treated him with IV glucose and soon after he started feeling much better and then they also left. During the initial call with customer service, the agent noted that the patient was using an appropriate sample site. While troubleshooting the patient reported that he had started using a different manufacturer's meter. Replacement not sent. Subject meter has been requested back for investigation. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter,administered treatment based on the alleged result, reportedly developed symptoms suggestive of severe hypoglycemia and received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.